Event description:
The physician used a wilson-cook echotip ultrasound needle for an upper gi procedure to sample a pancreatic mass. After four successful biopsies, the handle malfunctioned. The user was unable to retract the needle into the sheath. The needle was withdrawn into the endoscope and removed. A 4 mm tear in the mucosa of the stomach lining was noted after removal. Two clips were placed across the tear for closure. Post procedure the pt's condition was reported to be stable.